Event description:
Upon opening stellant flex syringes sets for the drawing up of IV contrast, the coiled extension tubing was damaged. The distal end of tubing that connects to IV was broken from luer lock end. It appeared to have not been attached.